Manufacturer narrative:
The device was not returned for evaluation and an engineering evaluation was performed. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Imagery was provided by the complaint site and the following observations were made: central regurgitation and mild paravalvular leak were observed. The complaint for valve central regurgitation was confirmed from the provided imagery and medical record. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that proper inspections are in place to detect issues relating to the complaint. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, the 2nd valve was placed without difficulty with +1cc. The pvl went down slightly to mild however we noticed another jet in a different area was now present. The leak was interrogated and found that it was central. In this case, the valve was deployed with additional volume (+1 cc). It was also reported that calcium was present on lvot. Bulky lvot calcium can result in non-uniform expansion of the valve. The valve area constrained by the calcium would be under-deployed while the excess volume distributes to other areas of the valve. Non-uniform expansion in combination with the use of excess inflation volume can cause stretching of the leaflet, impairing the proper leaflet functionality and lead to central regurgitation. As such available information suggests patient factors (calcification) and procedural factors (non-uniform expansion of valve due to bulky lvot calcium) may have contributed to the event. A definitive root cause was unable to be determined; however, available information suggests that patient factors (calcification) and procedural factors (non-uniform expansion of valve due to bulky lvot calcium) may have contributed to the event. Since no labeling or IFU and training inadequacies were identified; neither a product risk assessment nor corrective preventive actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-03337.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Event description:
Edwards received notification from a field clinical specialist that during a transcarotid tavr, the first 26 sapien 3 ultra (s3u valve had moderate to severe paravalvular leak (pvl) and the second 26 s3u valv had severe central leak. As reported, a 16fr esheath was used for the case. The 1st valve was implanted at 80:20 aortic/ventricular position and the chunk of calcium in the left ventricle outflow tract (lvot) was creating moderate pvl. The valve was post dilated with +2cc added to the nominal volume, but the jet was still significant. The team chose to put a 2nd valve in to try to plug the pvl that was coming from inside and around the valve. The 2nd valve was placed without difficulty with +1cc. The 2nd valve was deployed and lined up exactly so the top of the 2nd was right at the top of the 1st. The pvl was reduced to mild, however another jet in a different area was now present. The leak was interrogated and found that it was central. While doing this the blood pressure was dropping because the patient had torrential aortic insufficiency (ai). The team needed to place a 3rd valve to get rid of the central ai. After deploying the 3rd valve the blood pressure stabilized and on transesophageal echocardiogram (tee) there was no more central ai jet. The patient was hemodynamically stable and the case was concluded. Through follow up, the root cause of the central leak of the second valve was believed to be a torn leaflet or a frozen leaflet.